Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.

Event description:
The patient had an mr exam. She was scanned with the sense body coil for a pelvis exam. One day after the exam, a second degree burn was reported on the patient's right leg with blister the size of a quarter. Only the patient's gown separated the coil cable assembly from the patient's skin.